Event description:
Event description: guidant received info that this left ventricular epicardial lead was laser extracted due to a fracture at the insertion of the lead with this adapter. It was reported that the pt had been experiencing stimulation in the left pectoral area. Another left ventricular epicardial lead was successfully implanted.

Manufacturer narrative:
The local guidant sales rep confirmed that this left ventricular epicardial lead and adapter would not be returned to guidant for analysis, as the lead and adapter were discarded. No add'l info is available at this time. Should add'l info become available, this event will be updated.